Event description:
Surgeon reported pt is unhappy with his vision one month following cataract surgery and intraocular lens (iol) implant. Pt states his near and distance vision is hazy. The lens was explanted and replaced with a different type of lens model. This pt was implanted unilaterally, with no plans to implant the fellow eye with a similar type of iol. Labeling indicates maximum visual performance is achieved when the apodized diffractive iol is implanted bilaterally.

Manufacturer narrative:
The product was returned for analysis. The product was damaged and this damage was not mentioned by the customer. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no similar reports associated with the use of this lot of product.